Manufacturer narrative:
A boston scientific technical services consultant discussed how turn rf off, both permanently and temporarily. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Rf telemetry was able to be maintained with the zoom programmer at a distance of up to 20 feet. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over four and a half years later for reported normal battery depletion and returned for analysis.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced loss of capture for a unintended duration during a pacing threshold test due to disruptions in radio frequency (rf) telemetry. The patient was pacemaker dependent, however there were no adverse patient effects reported.